Event description:
It is reported that the surgeon was engaging the poly onto the tibial base plate outside the pt and found that the poly refused to slide further under the double dovetail. As he applied more pressure, ensuring the inserter was correctly angled, the front lip of the tibia broke free.

Manufacturer narrative:
This report will be amended when our investigation is complete.